Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: web/email.

Event description:
Alleged false negative sars result for 1 symptomatic consumer who reported testing negative with quickvue otc on day 7 after initially testing positive with another brand. The consumer communicated that the result was confirmed positive by another rapid antigen assay 1 day later. An additional consumer event was also communicated which is captured on a separate report.